Event description:
Pump reported to be set at 125 ml/hr to deliver a 1000 ml bag of lactated ringers. The pump was reported to overinfuse. The amount of fluid infused was not reported. No pt injury occurred. The pump was stopped. The tubing was switched to a second pump to continue infusion. The second pump was reported to infuse properly.